Event description:
Upon interrogation of the ICD device involved in this MDR report, a warning message ("warning: invalid calibration constants") was displayed. The physician was requesting an explanation about this warning.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov. 6, 2009), ela is filing this MDR at this time. (B)(4): message was displayed during routine follow-up interrogation. The device remains implanted. Since the device remains implanted, the files from the programmer that was used were retrieved and reviewed. The files showed that there was an error in the calibration value buffer leading to the reported warning message. In accordance with the specifications, the warning will be displayed upon each future interrogation unless the shock vector is reprogrammed and returned to this original setting, which will clear the warning message. Conclusion: the reported behaviour results from a crc code calculation issue. The crc code did not match the corresponding shock vector parameters. This code should have been computed accordingly and written into the implant memory when the shock vector parameters were changed. The files needed from previous follow-ups could not be retrieved, and according to available info, no conclusion could be drawn. Available info indicates that the reported behaviour might be related to a telemetry error or a wrong programming head position occurring while the crc code was being written into the implant memory, thus leading to a failure of the right procedure. However, a seu cannot be excluded. All the values of the data buffer were corrected; only the crc code was still wrong. There is no impact on the implant functioning. (B)(4).